Event description:
On march 27th, the user, who lives in the UK, contacted dario to report inconsistent blood glucose (bg) readings. The user, who had been hospitalized due to health issues not related to his bg, or the dario meter, reported that he noticed that the bg test results that were administered by the nurse did not match the readings that he received from his dario meter. The user also reported that he had not tested his bg levels for several weeks. The user did a control solution test with his dario meter and the test results were in range. He received a bg reading of 17.8 mmol/l. The user decided to purchase a second dario meter. Thereafter, the user did a control solution test with his second dario meter and the test results were in range. He received a bg reading of 12.9 mmol/l. Due to this discrepancy in bg readings from his two dario meters, the user purchased a third meter (non-dario) with which he tested and received a bg reading of 15.2 mmol/l. The user stated that this reading was the closest to the bg reading that he received at his doctor's.

Manufacturer narrative:
While on the phone with dario's representative it was determined that the user had used control solution that had expired. Dario's representative instructed the user the open a new bottle of control solution and confirmed proper testing technique. Dario's representative instructed the user to test his bg with all three devices side by side, using the same finger and same drop of blood. The user received a bg reading of 17.7 mmol/l (319 mg/dl) and 16.9 mmol/l (304 mg/dl) from his two dario meters, respectively, and 17.3 mmol/l (312 mg/dl) from his non-dario meter. The user reported that he is satisfied and that these readings are in range for him. The inconsistent readings may have been due to improper testing technique. There is not enough information to investigate. No resolution is available.